Event description:
The pt, a 65 yr old, type 1 diabetic, reported higher blood glucose readings with test strip. He does not known when he opened the bottle which he purchased approx 2 months ago. Upon initial opening, the pt did not notice a difference in his readings. Approx 2 to 3 weeks after opening the bottle, the pt administered his usual morning insulin dosage of 20 nph. He does not remember whether he took his blood glucose that morning. At approx 12:00 pm the same day, the pt obtained a reading in the 400 mg/dl range. Although he generally does not take an injection in the afternoon, he administered approx 15 units of regular insulin. At approx 2 pm, the pt was driving and pulled over to the side of the road because he was experiencing severe hypoglycemic symptoms (ie lack of concentration, tiredness). At approx 4: pm , a highway patrol officer found the pt passed out in his car so he called 911. When the paramedics arrived, they took the pt's blood glucose with their meter (type unknown) and obtained a result of 20 mg/dl. They transported the pt to the nearest emergency room. At the e.r. A venous blood glucose sample was taken, but the pt does not know the result. They also administered a glucose i.v. The pt was then transported to a hosp closer to his home and was admitted to get his "blood sugars in control". He was released 1 1/2 months later. After discharge, the pt performed a side by side by side blood glucose comparison with co strip and another brand the test strips (lot unknown) and obtained readings of 189 mg/dl and 114 mg/dl respectively. The pt then called to report the higher readings with co strip and the meter MFR rep sent the pt a new meter. He could not perform a check strip test on the first meter with the co rep because he sent it to another MFR. The pt does not have normal control solution available. He did not perform a normal control solution test or a check strip test during the time period referenced in the complaint. The test strips were stored properly in his bedroom. The desiccant is in the bottle. His meter was set to the appropriate code.